Manufacturer narrative:
Results: the ace68 had coagulated blood inside the lumen of the device. The ace68 also had multiple consecutive kinks approximately 114.0 to 117.0 cm from the hub. Conclusions: evaluation of the returned ace68 revealed multiple kinks on a small distal length of the ace68. If the ace68 is forcefully advanced or retracted against resistance the catheter may become damaged. In addition, if the psr3d becomes stuck in the ace68 and is subsequently forcefully retracted or advanced against resistance within the ace68 lumen similar damage may occur. Evaluation of the returned psr3d revealed an undamaged device. During functional testing the returned psr3d was able to be advanced and retracted through the returned ace68 and a demonstration ace68 without issue. The reported difficulty advancing was unable to be confirmed. There was no tortuous anatomy reported and both a demonstration and the returned psr3d were able to be advanced and retracted through the returned ace68. The root cause of the experienced resistance when manipulating the psr3d within the ace68 could not be determined. Penumbra catheters and revascularization devices are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the right middle cerebral artery (mca) using a penumbra system 3d revascularization device (psr3d) and a penumbra system ace 68 high flow kit (kit). During the procedure, while pulling a psr3d into a penumbra system ace 68 reperfusion catheter (ace68) after completion of a pass, the psr3d became stuck and would not pull out or push forward. Therefore, the physician pulled the ace68 and the psr3d out together. It was reported that the ace68 became ¿accordioned¿ after removal. The procedure was completed using a new ace68 and psr3d. There was no report of an adverse effect to the patient.